Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 600 mg/dl at the time of the incident and current blood glucose was 600 mg/dl. The customer was treated with insulin pump. The customer does not allege pump was under delivering. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.